Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision asr hip resurfacing system - right reason(s) for revision: component loosening (head). Cup remained in situ - revised to xl system (B)(4) for second revision. Update received: 20th february 2014 - added hospital: (B)(6), added surgeon's forename: (B)(6), marked as legal, added kennedys reference number, amended implant date: 27th may 2009 and cross referenced. Update received 17th july 2014. Hospital name amended.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr hip resurfacing system - right. Reason(s) for revision: component loosening (head). Cup remained in situ - revised to xl system see (B)(4) for second revision. Update received: 20th february 2014: added hospital: (B)(6), added surgeon's forename: (B)(6), marked as legal, added (B)(6) reference number, amended implant date: (B)(6) 2009 and cross referenced.

Event description:
Asr revision. Asr hip resurfacing system - right. Reason(s) for revision: component loosening (head).